Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and it failed with a missing sensor wire. The customer's complaint of a broken sensor wire was undetermined due to there being no sensor wire to investigate. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a sensor wire broke. The sensor was inserted into the abdomen on (B)(6) 2018. No additional event or patient information is available. No product or data were provided for evaluation. The reported break in the sensor wire could not be verified. A root cause could not be determined.